Manufacturer narrative:
Follow-up #1: date of submission 07/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/30/2016 with the following findings: on examination, the display lens was found to be scratched. Investigation confirmed the complaint. Unrelated to the original complaint, the pump case was noted to be cracked between the case seal and the keypad cover and between the case seal and the display lens. The battery compartment was also cracked at the case seal to the left of the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged) issue; scratched lens, cannot be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.